Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The details of the lesion are unk. On the first inflation the 2.5x15mm apex monorail balloon was inflated to thirteen atmospheres and ruptured. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).